Manufacturer narrative:
On 22-jan-2021 we were informed that devices were available. Devices were returned on 17-feb-2021 and analyzed on 18-feb-2021. Visual inspection performed by r&d project manager. The visual inspection was performed on 18th february 2021. The glenosphere shows circular markings on the convex backsurface due to contact with the glenoid polaxial screw. The glenosphere screw has circular signs on the head and the shaft likely occurred after mobilization of the glenosphere. The inner screw of the glenoid polyaxial screw is locally dented on the superior surface. This damage is presumed to be related to a proud positioning in the baseplate and to the contact with the glenosphere during its impaction. The reverse metaphysis has mild bone residuals on the ha coated area. Its securing screw does not present any signs of damage. The reverse liner has minor scratches on the articular surface, probably created during the revision surgery.

Manufacturer narrative:
Batch review performed on 21 january 2021: lot 183800: (B)(4) items manufactured and released on 09-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, 100 items of the same lot have been already sold with another similar reported event. In the previous case, the patient fell. Additional implant involved: reverse shoulder system 04.01.0151 glenoid baseplate ø24.5x15 (k170452) lot. 1811888, batch review performed on 21 january 2021, lot 1811888: (B)(4) items manufactured and released on 02-may-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, 142 items of the same lot have been already sold with another similar reported event. In the previous case, the patient fell. Preliminary investigation performed by (B)(4) project manager. Despite the absence of x-rays, the provided pictures show black-coloured soft tissues confirming mobilization of the glenosphere and resulting friction between the components. Black residuals are visible around the glenosphere screw. Visual inspection of the explants are required to continue the root cause investigation.

Event description:
During the follow-up visit, the surgeon discovered that the glenosphere was rotated and that there was scapular notching, through the x-rays. Primary rsa surgery was performed 1 year and 4 months ago. The glenosphere, the liner, the humeral reverse metaphysis and the screw were revised.